Event description:
Bayer case number: (B)(4). Her hcp examined and informed her that the pain that she's been having was attributed to the migration of the device [device migration]. She's been experiencing pelvic and left leg pain [pelvic pain female]. She's been experiencing pelvic and left leg pain [unilateral leg pain]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("her hcp examined and informed her that the pain that she's been having was attributed to the migration of the device") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion medically important), pelvic pain ("she's been experiencing pelvic and left leg pain") and pain in extremity ("she's been experiencing pelvic and left leg pain"). Essure treatment was not changed. At the time of the report, the pelvic pain and pain in extremity had not resolved. The outcome of device dislocation was unknown. The reporter considered device dislocation, pain in extremity and pelvic pain to be related to essure administration. The reporter commented: patient advised that she had the essure administered for contraception around (B)(6) 2014. However, she's been experiencing pelvic and left leg pain. Her hcp examined and informed her that the pain that she's been having was attributed to the migration of the device. She's requesting for assistance in the removal of essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch numbers were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.